Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic left lung segmentectomy, the cutting stapler for endoscopy was used to cut the l ung tissue, but the staple formed poorly, not formed, resulted in bleeding which was not more than 500cc and air leakage on the patient's lung wound. The staple surface did not form as shape of "b", which prolonged the surgery time by 25 minutes. The doctor further sutured and stopped the bleeding on the patient's lung wound, and the surgery continued.